Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe there was any deficiency with the ethicon suture used in this procedure? Was there surgical complication with use of the device? Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Are the product code and lot numbers available for ethicon devices used? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Citation: cardiovascular diseases, bulletin of the texas heart institute, vol. 5 number 4 december 1978.

Event description:
It was reported in journal article ¿comparison of two suture techniques and materials: relationship to perivalvular leaks after cardiac valve replacement¿ a 2-year evaluation of different suture techniques and materials and their relationship to the development of perivalvular leaks was reviewed. Continuous suture was used. Post-operatively, perivalvular leaks were reported and periprosthetic leak in the mitral and aortic valve. Mean time interval before leak detection was less than 6 months. Severely impaired ventricular function and valves had to be re-explored. Prosthesis replacement was required more often than refixation. At reoperation, fractures of continuous suture was observed in the aortic valve position and in the mitral valve position. There were no recurrent leaks. In mitral valve replacements, valve dehiscence from the annular tissue was apparent, while aortic valves were found to be detached, with their sutures still intact. Additional information has been requested.